Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right upper lobe wedge resection procedure, after firing the device when removing the lung tissue, the device had an incomplete staple line and poor staple formation. To resolve the issue and in order to complete the case, the surgeon had to oversaw the staple line.